Event description:
On october 30, 2006 a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. A final angiogram revealed a proximal type I endoleak. The trunk-ipsilateral leg component was ballooned and an aortic extender component was implanted. A second angiogram indicated a slight proximal type I endoleak remained. A wait and watch approach was decided upon as aneurysm sac was not filling secondary to the endoleak. The next day the patient was examined and a palpable pulse was not evident in the abdominal region. The patient was reported to be doing well. A cta was taken 6 weeks post-implantation, demonstrated contrast outside the device. The contrast appeared to communicate with contrast pooling within the aneurysm sac. The maximum diameter of the aneurysm remained unchanged.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: device pxa280300 was also used in this event.